Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent random audible and visual alarms on the system controller. The suspect system controller was exchanged per the manufacturer's instructions for use. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The system controller was connected to a heartmate ii mock circulatory loop and the system would not run and there was no data displayed on the system monitor. While the system controller was connected to the mock circulatory loop, audible alarms occurred from the power module and the system controller, consistent with the reported event. Evaluation of the black power lead revealed that the clear (positive power) line was broken at the connector end. In addition, notable burn damage was observed on one of the components in the main printed circuit board of the system controller. Although, the root cause for the broken clear line in the black power lead could not be conclusively determined, a compromised positive power line has the potential to affect pump function and cause further damage to the system controller. A review of device history records showed no deviations from manufacturing or qa specifications that would affect pump function or performance. No further information is available. The manufacturer is closing its file on this event.